Manufacturer narrative:
(B)(4), mfg date: 12/26/2015, returned: 01/20/2017. (B)(4). Mfg date: 12/15/2015 returned: 01/20/2017. (B)(4) mfg date: 12/15/2015 returned: 01/20/2017. (B)(4) mfg date: 12/15/2015 returned: 01/20/2017. (B)(4). Six batteries was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller's ((B)(4)) log files, which revealed several premature power switching events involving (B)(4) did not cause any premature power switching events. An internal investigation has been open to evaluate the communication errors between the controller and batteries. Analysis of the batteries revealed that the devices passed visual examination and functional testing. The reported event could not be confirmed during testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery/(B)(4), cat#:1650, exp date: 12/31/2016, mfrg. Date: 12/31/2015; battery/(B)(4), cat#:1650, exp date: 12/31/2016, mfrg. Date: 12/31/2015; battery/(B)(4), cat#:1650, exp date: 12/31/2016, mfrg. Date: 12/31/2015; battery/(B)(4), cat#:1650, exp date: 12/31/2016, mfrg. Date: 12/31/2015; battery/(B)(4), cat#:1650, exp date: 11/30/2016, mfrg. Date: 11/30/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient continually had toggling on his controller and only while on battery power, never ac. The site checked all controller and battery connections and no issues were found. However, switching was witnessed while in clinic. It was noted that at least two of the batteries showed potential switching seen in the logs. All batteries were exchanged out due to the inability to determine 100% fault based on logfiles. There was no patient impact.